Event description:
This report is based on information provided by a philips remote service engineer and a third party bench engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touch screen had an issue, everything had shifted to the left and it was unable to be calibrated. There was no reported patient involvement, therefore no health consequences or impact.